Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. The user facility reported that the white insulation tip at the distal end of the sheath broke off and fell into patient after a transurethral resection of a bladder tumor (turbt) procedure. The intended procedure was completed on 3/15/2017. The patient returned on 3/18/2017 for a CT scan to examine the patient¿s abdomen/pelvis area and revealed the tip of the sheath was inside the patient. An unspecified surgery was performed the same day and the tip of the sheath was removed from the patient successfully. There were no issues and the patient has fully recovered. The lot number is unknown as the user facility is unable to locate the sheath.

Manufacturer narrative:
The reference sheath was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. However, the most probable cause of the reported event can be attributed to handling. The instruction manual warns the user in an attempt to mitigate the risk of injury, ¿impact, fall, shock, or similar stress can result in damages of the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries of the patient and/or user. Do not use the instrument if damaged.¿ if additional information becomes available or if the sheath is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that the distal end of the sheath detached and fell into the patient during an unspecified procedure. The patient was scheduled for a procedure to have the device fragment removed. The device fragment was removed successfully with no patient injury reported. Limited information was provided by the user facility. Multiple follow up attempts were made via telephone and in writing to gather more detailed information regarding the reported incident; however no additional information was obtained.